Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the tubing connected to the center of the diff mixing chamber was cut. The fse replaced the tubing, which repaired the leak and the vote outs. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported the coulter lh 750 hematology analyzer was generating vote outs for differential (diff) parameters. Upon inspection the field service engineer (fse) noticed a small contained leak inside the instrument. The fse was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.